Event description:
It was reported that impaction pad of the impactor was broken during impacting the femoral trial. One of the particle is not found. So, the surgeon needs the material of the impaction pad and the evaluation of the biocompatibility is provided from the hospital and there is foreign substance. But, we cannot specify that it is the impaction pad particle or not.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock. Complaint history review: there have been no other events reported for the reported manufacturing lot. Visual inspection: the returned device is in used condition with minor damages consistent with normal use. The plastic impaction pad has dissociated from the device. The retaining washer was returned with the device and appears undamaged; the retaining clip was not returned. Functional inspection: both threaded mechanisms functioned smoothly through their full range of motion however the instrument cannot be used without the plastic impaction pad in place and is therefore considered non-functional. Patient details were reviewed and no indication was found that the event was related to device design, materials, or manufacturing. The investigation determined the event was related to previously identified design issue. Ecn modified the impactor pad attachment to the impactor head to remove the clip and washer. The device was manufactured prior to this change. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that impaction pad of the impactor was broken during impacting the femoral trial. One of the particle is not found. So, the surgeon needs the material of the impaction pad and the evaluation of the biocompatibility is provided from the hospital and there is foreign substance. But, we cannot specify that it is the impaction pad particle or not.